Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. The device was returned for analysis. Atrial connector block assembly was damaged upon receipt. Analysis revealed that set screw was damaged due to the use of a power drill on the set screw inset in attempt to remove lead. No electrical anomalies were found.

Event description:
It was reported the patient presented for a routine generator exchange. During the procedure, the set screw on the pacemaker would not turn. The physician required a medical drill to remove the set screw and exchange the pacemaker. The patient was in stable condition before, during, and after the procedure.